Event description:
It was reported that post op to a gastric bypass the patient experienced a leak and is currently in intensive care for approximately thirty days. No other information is available at this time.

Manufacturer narrative:
(B)(4). Only event year known: 2023. Batch # unk. Investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested, and the following was obtained: please provide a timeline of events was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? Where was the site of the leak? What was observed at the site of the leak upon reoperation? Where any malformed staples observed? How was the leak addressed? What medical or surgical intervention was provided throughout the treatment of the leak? What color cartridges were used throughout the procedure? Answer : I have no additional information at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.